Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a delay in testing due to daily maintenance failing on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed that the water pressure was out of range, and 100-psi sensor was not holding within ±4. The cse observed that the outer ring was jammed, removed the jam at the outer ring elevator, and the outer ring was successfully restored. Further, the cse determined that the cleaner was still being sucked down, replaced valves 2 and 3, which resolved the issue of the cleaner being sucked dry, performed an autocheck, which recovered acceptably. During quality control (qc), the wash system sensed empty, despite the bottles showing 100% and 63%, the customer reseated the bottles, but the instrument went into a stop state. Air was found in the lines at all wash 1 gang fittings, replaced the gang fitting, but air persisted in the lines. Further, the cse determined that a bulkhead fitting was allowing air into the line, replaced it and primed the system, no air was observed in the lines. The cse also checked the vacuum, which failed for both primary and secondary vacuums, with no pressure reporting, a leak was suspected within the drawer, inspected the tubing, removed the bottles, and replaced, no leaks were found, however the additional low water pressure was observed at the transducer. Next, the cse replaced spare parts (sp) transducer assembly pressure 100 pounds per square inch(psi) and repaired the gang fitting. The service activities along with the routine troubleshooting actions performed by the siemens customer service engineer (cse) resolved the issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and reported delay in processing patient samples on an atellica im 1300 analyzer due to failed daily maintenance. There were no discordant results generated. There are no known reports of patient intervention or adverse health consequences due to the event.